Event description:
This patient underwent endometrial thermal ablation. At the conclusion of the procedure no abnormalities were apparent. Patient returned to surgeon for follow-up appointment (B)(6) 2007 when he noted a "burn" at the posterior introitus of the vagina.